Manufacturer narrative:
(B)(4). On which firing did the event occur? First. How many firings were used to complete the transection? Only one. Was the tissue retaining pin set properly in the anvil hole? Yes. Did the tissue fit evenly in the device? Yes. Was the device fired over an existing staple line? No. What is the current status of the patient? The patient is ok and discharged from hospital the analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection surgery(robotic assisted), on the step of distal tumor resection, the stapler did not appropriately deliver the 3rd and 4th outer rows of staples: the staples either did not close or fell inside of the abdomen. The surgeon performed a purse string on the rectum side, and finalized the procedure with a competitor's circular stapler. Procedure was prolonged by 15 minutes.